Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose ranged from 251-253 mg/dl. Customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.